Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur post-reset. Customer was advised to continue using the pump and to contact support if the issue reappears.